Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Gastroesophageal balloon dilation attempted in (B)(6) 2015 to address post-procedural moderate dysphagia did not alleviate symptoms. Uneventful device explant due to dysphagia on (B)(6) 2016. Patient in satisfactory condition after explant.

Manufacturer narrative:
Patient contacted torax medical regarding continued moderate dysphagia symptoms. Discussions with the patient revealed that the patient has refused physician recommended dilations to treat her post-explant dysphagia symptoms. The patient acknowledged that prior to device explant she had acute relief of dysphagia symptoms when dilated. The patient was encouraged by torax medical to reengage her physician regarding her symptoms and potential treatments.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Gastroesophageal balloon dilation attempted in (B)(6) 2015 to address post-procedural moderate dysphagia did not alleviate symptoms. Uneventful device explant due to dysphagia on (B)(6) 2016. Patient in satisfactory condition after explant.